Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged occlusion malfunction could not be evaluated as no used cartridges were returned with the device. The alleged altitude alarm malfunction was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Reportedly, the customer changed the supplies to resolve the alarm. Subsequently, the customer received multiple intermittent altitude alarms. The customer's blood glucose level ranged from 178 to 321 mg/dl. Reportedly, the customer was ultimately able to clear the alarms and resume insulin delivery. The customer has manual injections available as alternate therapy.